Event description:
We were placing a radial arterial line catheter using an arrow integrated arterial catheter, ref ra-04020 which was packaged in a larger, custom kit, ref ask-04500-hfh4. The device was used as instructed, per routine and after cannulation of the vessel and advancement of the catheter, when the needle/guidewire assembly was removed, only the guidewire separated from the cannula. The needle remained fully embedded in the catheter as though it was glued in. The catheter and needle were removed from the patient en bloc and the assembly was inspected and photographed. The needle and catheter were unable to be separated as though they were fused. This is not a normal occurrence and we've used these systems well over 20 years without incidence. FDA safety report ID# (B)(4).